Event description:
It was reported by a customer in the USA that, the 840 ventilator graphical user interface (gui) display was blank. There was no patient involvement.

Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot this issue with the customer over the telephone. The tse suggested to customer replacing the graphical user interface (gui) printed circuit board (pcb), to perform ground isolation test, swapping the power supply, and inspect the gui cable to resolve the issue. Although requested, there is no information available regarding the repair of this unit.(B)(4).